Manufacturer narrative:
(B)(4). Onsite field service representative visit: when the vyaire medical field service representative arrived onsite to the customer location he was advised the initial reported problem, "circuit occlusion alert and alarm" was fixed by the customer. Customer did not advise how the reported issue was corrected. Customer then noticed the external battery light was not illuminated and wanted the fsr to look at it. The external batteries supplied by the customer were replaced and the ventilator was plugged in so it could charge. Customer was advised to call if the battery light did not turn green. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the circuit occlusion alert and alarm was showing on the avea ventilator screen. It is unknown whether there was any patient involvement associated with this event however the customer did not report a patient injury or patient harm.